Event description:
It was reported that when the tech opened the tray, it was noticed that the pin driver had a piece of a bone screw broken off in the driver. The broken pin was still in the tray of pins and checkpoints. It is assumed that the breakage occurred in a previous case but was not mentioned to the bbt rep. No injury was reported.

Manufacturer narrative:
H3, h6: the device, used for treatment, was returned for evaluation. A review of the device history records (DHR) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. We were able to confirm there was a relationship established between the reported event and the device. Visual inspection revealed that the top of the bone pin was broken and that the bone pin appeared to have been bent prior to being twisted off. Bone pins are susceptible to bending easily just prior to the tapering up to the maximum diameter. Bending plastically deforms the material making it much more likely to break. The malfunction was likely due to mechanical component failure. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal. The navio system for unicondylar knee replacement user's manual provides detailed instructions for placing the bone pins and tracker arrays. The user is instructed to keep the drill in line with the pin when attaching/detaching.